Manufacturer narrative:
The cause for the falsely elevated advia centaur xp troponin ultra (tni-ultra) results obtained with the older reagent readypack ((B)(6)) is unknown. The customer had not run quality control before or after the patient samples run that day. The reagent readypacks were well mixed and particle settlement was not observed by the customer. The reagent readypack is not available for further investigation. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.

Event description:
Falsely elevated advia centaur xp troponin ultra (tni-ultra) results were obtained on patient samples by the customer. The elevated troponin results did not match the patient's clinical pictures. The same patient samples were repeated with a new reagent readypack of the same reagent lot, and the results were negative. The negative troponin results were reported to the physician(s). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.